Manufacturer narrative:
Device passed displacement test. However failed self test. Vibrate anomaly noted due to broken black wire for vibrating motor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had vibrate anomaly. The insulin pump did not vibrate. The insulin pump was set on beep. The insulin pump did not vibrate during the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.